Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Investigation found a tear in the exposed portion of the soft cannula. Fluid path testing showed that fluid diverted through the tear. Although the cannula was damaged, the timing and cause of the damage are unknown. The phb files showed the algorithm was functioning as intended, correctly responding to cgm inputs.

Event description:
It was reported the patients blood glucose level rose to 417 mg/dl while wearing the pod between 36 and 48 hours. As treatment the patient removed the pod.